Event description:
A patient reported issues with multiple leaking insulin cartridge. Despite these issues, there was no report of the patient's blood glucose level exceeding 500 mg/dl, and no specific adverse impact was noted. No additional product or event information was available.